Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date: {n/a}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 days following the implant of a transcatheter aortic valve, the patient experienced symptoms of a dissection. Subsequently, the patient was brought into the emergency department (ed) the following day, where a computed tomography (CT) scan and echocardiogram were performed, confirming a dissection at the outflow of the valve. The patient would not tolerate surgery due to the location of the dissection in the ascending aorta, and was subsequently placed in hospice care. The following day, the patient passed away. Per the physician, the valve outflow crowns could have been the cause of the dissection due to the torturous anatomy in the ascending aorta.

Manufacturer narrative:
Additional information: b5 (second paragraph), d10, and h6. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 days following the implant of a transcatheter aortic valve, the patient experienced symptoms of a dissection. Subsequently, the patient was brought into the emergency department (ed) the following day, where a computed tomography (CT) scan and echocardiogram were performed, confirming a dissection at the outflow of the valve. The patient would not tolerate surgery due to the location of the dissection in the ascending aorta, and was subsequently placed in hospice care. The following day, the patient passed away. Per the physician, the valve outflow crowns could have been the cause of the dissection due to the torturous anatomy in the ascending aorta. Additional information was received indicating that the patient presented to the ed with severe back pain. According to the physician, it is unknown if the delivery catheter system contributed to the dissection, but it is believed the dissection may have been caused by the valve tabs or outflow crowns where the valve came in contact with the ascending aorta.